Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event.

Event description:
It was reported that some of the device's controls were inoperative. There were no reports of patient use associated with this event.